Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that post reprogramming of the right ventricular (rv) lead, they felt bad with occasional chest pain and dizziness. It was also reported that the implantable pulse generator (ipg) exhibited a potential malfunction. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.